Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 732mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Troubleshooting was performed and found that the customer changed the infusion set and site 10 different times due to insulin flow blocked alarm. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.